Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is calling to report hospitalization but to low blood glucose value of 10-14 mg/dl. Customer states the battery cap is broken and was glued back on. Customer was unable to complete the troubleshooting . Products are expected to return.